Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was visually inspected to the external part of the device. The manufacturer found small amounts of dust and fiber contamination and insect contamination. The device was powered on and delivered therapy. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was visually inspected internally and the manufacturer found evidence of dust and fiber contamination, as well as insect contamination to the blower box near the air inlet. Small dark particles and a green substance were observed in the enclosure. The dark particles are not consistent with foam degradation particles. The dark contaminates are similar to keratin contaminates. There was no evidence of sound abatement foam degradation. The manufacturer concludes there is no evidence of foam degradation within the device. The contamination to the device is consistent with being from an external source.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged headaches. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found small amounts of dust and fiber contamination. A small brown insect approximately 3mm by 1mm was observed at the air inlet where a filter would be seated when installed the manufacturer visually inspected the device internally and found found continued evidence of dust and fiber contamination. On the interior of the enclosure, another insect similar to the first was observed on the blower box near the air inlet. Small dark particles were observed in the enclosure, as well as a small amount of a green substance. These particulates were unable to be identified. Pil observed dust contamination as well as a dark contaminant, appearing similar to the keratin contamination documented in ER 2243857, on the interior of the blower box assembly. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation. In initial report, section e1 was wrongly captured, should be blank. Corrected and updated in this report. Section h6 were updated in this report.